Event description:
The patient reported that the insertion site was irritated and his whole arm was red and "hard as a rock" and increasingly painful. He was advised to call his healthcare provider. The pod was already thrown away. The patient called back to report that he went to the emergency room and was diagnosed with cellulitis. The site was drained at the ER and he was prescribed bactrim and keflex for the infection.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition contributed to the patient's cellulitis. No review of qualification and sterilization records could be conducted because no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider, and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."